Event description:
It was reported that the radio frequency head was unable to interrogate, that it got no lights at all. The head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency head was unable to interrogate, that it got no lights at all. The head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable found out of electrical specification. It is noted the rf head cable was cut in various places. Rf head lens is damaged. Rf head label is damaged (missing rubber backing).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.